Manufacturer narrative:
Device was used for treatment, not diagnosis. Original complaint deemed not reportable. New information was received from sales consultant on 1/12/2014 making this complaint a reportable event. Sales consultant was aware of the information on 12/5/2013. Lot number cannot be verified as a synthes lot number. Device is an instrument and is not implanted/explanted. The lot number cannot be confirmed for this device. Investigation coordinated by synthes anspach. Report received indicates the reporters complaint that the attachment will not hold wires was confirmed. The device was evaluated and the complaint was substantiated. Evidence indicates this is due to usage wear over time. Placeholder

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)

Event description:
Synthes (B)(4) reports that during the orif of an ankle, the surgeon was trying to advance a k-wire and the attachment would not securely grasp the k-wire to enable the surgeon to advance into the area requiring reduction. There was an approximate 2 minute delay as the nursing staff opened an additional quick coupling for k-wire attachment to replace non-functioning attachment. There was no impact on the surgery being performed or on the patient. This is 1 of 1 report for complaint (B)(4).